Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed atrial tracking recovery (atr) undersensing. The lead was reprogrammed to prevent undersensing in the future. The lead remains in use. No patient complications have been reported as a result of this event.